Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the impactor pad has fractured and all the pieces were returned. Part 110028055 is supposed to have a black tip, however, this instrument was returned with a grey tip. The features of the fracture surface visually align with an overload fracture failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported impactor fractured while using during a procedure. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted